Event description:
The wire examined did not show signs of the coating separating from the wire when it still was within the hoop. The distance from the proximal weld to the first section of missing/partial coating was 15 mm. The distance from the coating start at proximal end of the wire to the first section of partial/missing coating was 10 mm. The longest uncoated region was 30 mm (small pieces of coating were still present, but not significant).

Manufacturer narrative:
(B)(4).